Event description:
It was reported that the calculated "+/- 10%" draw volume on the bd vacutainer® buffered sodium citrate (9nc) blood collection tube was "wrong", and the "-10%" fell below the etched fill line during use. The following information was provided by the initial reporter: "the customer states that she has calculated +/- 10% draw volume and bd is wrong! Her -10% falls below the etched line. She states that she already has the citrate tube draw volume guide and that her analyzer, the siemens cs 2500 flags the samples as "defective volume" for too low. She stated that they have come in to check into this and they are getting less flags." "There seems to be a misunderstanding ¿ my complaint is that -/+10 % of the filled volume does not correspond to the etched line on the volume guide. This issue has nothing to do with the collection of the tube or whether or not the tube is over filled or under filled." "90% of the draw is acceptable; 90% of 2.7 ml is 2.43. If you add 2.43 ml to a 2.7 ml tube, the 2.43 ml does not correlate with the minimum volume on the bv vacutainer volume guide."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for draw volume with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the calculated "+/- 10%" draw volume on the bd vacutainer® buffered sodium citrate (9nc) blood collection tube was "wrong", and the "-10%" fell below the etched fill line during use. The following information was provided by the initial reporter: "the customer states that she has calculated +/- 10% draw volume and bd is wrong! Her -10% falls below the etched line. She states that she already has the citrate tube draw volume guide and that her analyzer, the siemens cs 2500 flags the samples as "defective volume" for too low. She stated that they have come in to check into this and they are getting less flags." "There seems to be a misunderstanding ¿ my complaint is that -/+10 % of the filled volume does not correspond to the etched line on the volume guide. This issue has nothing to do with the collection of the tube or whether or not the tube is over filled or under filled." "90% of the draw is acceptable; 90% of 2.7 ml is 2.43. If you add 2.43 ml to a 2.7 ml tube, the 2.43 ml does not correlate with the minimum volume on the bv vacutainer volume guide."